Manufacturer narrative:
D.4. Other lot number includes 2059516 and other expiration date includes 2027-02-28. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed. H.4. Other lot number device manufacture date is 2022-02-28.

Event description:
It was reported that the bd safetyglide needle was clogged blocked. The following information was provided by the initial reporter: "client to (B)(6) for 4 year immunizations. Upon injecting the boostrix polio vaccine liquid seeped out from area that needle connects to syringe. Needle did not detach from syringe. Primed easily prior to injection with no concerns. Upon injecting no bone felt with administration of vaccine. Mother felt liquid on hand, writer guestimates approximately 10 drops seeped out. Mother aware of same. Suspect blocked needle due to history of same. No images available. Issue not visible." Impact of incident: did not receive full dose of vaccine. (B)(6) reference number (ID): (B)(6). Date of incident (yyyy-mm-dd): (B)(6) 2023. Site name/location: (B)(6). Level of harm: no apparent harm - reached patient/person, inconvenient. (B)(6) optional report to cmdsnet (health canada): incident details: client to (B)(6) for 4 year immunizations. Upon injecting the boostrix polio vaccine liquid seeped out from area that needle connects to syringe. Needle did not detach from syringe. Primed easily prior to injection with no concerns. Upon injecting no bone felt with administration of vaccine. Mother felt liquid on hand, writer guestimates approximately 10 drops seeped out. Mother aware of same. Suspect blocked needle due to history of same. No images available. Issue not visible. Impact of incident: did not receive full dose of vaccine. Who was affected? Patient.